Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/03/2014. Device evaluation:the device has been returned and evaluated by product analysis on 01/20/2014 with the following findings:the keypad was found to be intact; no damage was observed. The complaint of the keypad buttons sticking was not duplicated during testing. The ok button was intermittently unresponsive. The up arrow, down arrow, and contrast buttons responded properly. The keypad was removed and evidence of contamination was found under all of the button contacts. Unrelated to the complaint, the display screen was found to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up, down, and ok keypad buttons were sticking and denied peeling to the keypad, cracks and moisture to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.